Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to follow steps/instructions - per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other six perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with seven proglide devices were attempted, five in the left common femoral artery (lcfa) and two in the right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr. Reportedly, after backloading the proglide device onto the guide wire, pulsatile blood flow was not achieved. A second proglide device was successfully placed. A third proglide device was placed; however, when the plunger was removed, no suture was attached. A fourth proglide device was successfully placed. Two proglide sutures were successfully placed in the right common femoral artery (rcfa) using the preclose technique. The sheath was upsized to 18fr and the aaa procedure was completed. Following the aaa procedure it was noticed the knot of the fourth proglide device was outside the patient body. A fifth proglide device was placed; however, hemostasis was not achieved. Following the aaa procedure bleeding could not be controlled in the rcfa. Surgical closure was used in the lcfa and the rcfa to achieve hemostasis. There was no reported adverse patient sequela. A femoral angiogram was not taken. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is in-training in the use of the proglide device and being established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial MDR report, the following additional information was received updating the access site locations, two proglide devices were used in the left common femoral artery (lcfa), not the right common femoral artery (rcfa) and five proglide devices were used in the rcfa, not the lcfa. No additional information was provided.